Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, door would not open after case. Looking at logs, button is not being held long enough. System working as intended. Returning to customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while finishing up a case, the site experienced issues opening up the imaging system. The clinical service called the field service engineer(fse), and the fse walked the site through the manual opening procedure and ratcheted the tracks into alignment. The site was able to remove the patient from the imaging system after a five-minute delay. This was occurred intra operatively. There was a patient present and reported delay of less than 1 hour. No additional information was provided.